Event description:
On 1/24/97 PICC line inserted. On 2/2/97 line removal attempted by home health nurse, but met with resistance. Warm, moist compressed were applied, but removal resulted in resistance. On 2/4/97, line was surgically removed.